Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the uncomfortable stimulation. Patient had the trial device and they felt stimulation on the left side and it did not hurt and they did not have a problem that they were having now. With the permanent implant when they turned ins on 'or whatever', they had 'like these shocks' in their groin area and it was very uncomfortable. Patient felt stim in the right groin area, 'actually in my vagina area'. Patient was not feeling uncomfortable stim now, patient said that it was not doing it so much now. Patient was not sure that they had an infection or what but it hurt when they had to go to the bathroom. Patient mentioned that they had a bladder infection before they got the implant. Patient also reported that therapy did not provide therapeutic effect since implant. Patient was advised to consult with doctor and turned the stimulation down for a while until they saw the doctor. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.